Event description:
It was reported that the customer had high blood glucose levels in the 400mg/dl range. Customer treated with manual injection. Customer stated that they received no delivery alarms. Customer declined troubleshooting, due to this being a past event. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.